Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead impedance had risen acutely. Noise was also observed. Lead fracture was suspected. The lead was explanted and replaced. The procedure was completed successfully without adverse consequence to the patient.

Manufacturer narrative:
A partial lead was returned for analysis in two segments. The damage found was sustained during the surgical procedure. The portions of the lead that were returned were otherwise normal. Without return of the entire lead, a complete analysis could not be performed.